Event description:
Procedure: lap chole. According to the reporter: when opening the device in order to use they realized that the tip was crushed. No adverse event reported due to this issue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).